Manufacturer narrative:
The product has been returned for evaluation and the evaluation is in progress. Upon receipt of the evaluation findings a supplemental report will be submitted with the investigation results. The device service history record review has not yet been completed. Upon receipt of the results, a supplemental report will be submitted.

Event description:
It was reported that while the vigilance2 monitor was in use and monitoring a patient, that there were inaccurate cardiac output readings that displayed. The co readings were changing rapidly and they were unstable. There were no fault or alert error messages that displayed. When this was observed, the clinicians exchanged the suspect vigilance2 monitor for a different monitor and then monitoring resumed successfully. There was no patient treatment administered. There was no patient harm or injury. There is no additional information available.

Manufacturer narrative:
One vigilance2 monitor was received for product evaluation. The unit was tested using three different co metrology simulators and the co readings were stable for all three tests. The unit passed without any issues observed. The 70cc2 cable test was performed and the unit passed the test. The system was tested per the 96 hour burn in test, per procedure, and it passed the test. The power on self test, (post), was performed and the unit functioned normally without any issues apparent. The reported issue of unstable numbers obtained on the monitor was not verified. A visual inspection was completed and the front case of the monitor was found to be damaged at the right bottom corner. In addition, the navigation knob was not scrolling smoothly. The damaged components were replaced. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. No further actions will be taken at this time.